Manufacturer narrative:
F/u #1 08/06/2015 - correction. A review of this complaint determined that the issue was not related to the pump improperly emitting call service alarms. The warnings that the patient received are indicators that the battery should be replaced. The issue that the reporter was referring to was a problem with the pump's battery life.

Manufacturer narrative:
Follow up #2 09/10/2015 device evaluation: the pump has been returned to animas and evaluated on 08/24/2015 with the following findings: multiple low battery and replace battery alarms were observed in the black box and alarm history. The pump was exercised for 24 hours with no call service alarms received. The pump's electrical current draws were tested and were within specifications. Corrosion was observed inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump case was cracked near top right corner of the display screen. A leak test verified that there was a leak at the crack in the case.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.